Manufacturer narrative:
The root cause was determined to be user error to initiate the automatic unload procedure without noticing that the patient has pushed his hand under the telescope support. Based on the investigation finding, it is concluded that there is no malfunction of the system. In addition, the mitigations for this case are in place and effective. User manual specifies the available safety devices and instructs on safety devices usage, specifically mandatory usage of dedicated straps. User manual instructs on the need for continuous monitoring through the clinical procedure. A hard copy quick-reference card provides concise instructions for actions in emergency situations. The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.

Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that, after a scan, a patient released his positioning straps and caught his right hand between the telescope support and its orifice after the technician launched the automatic unload mode. The system stopped, but the patient could not be released until 2.5 hours passed. There was no serious injury.